Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 576mg/dl and 593mg/dl which did not treated by the customer. Customer¿s current blood glucose was 593mg/dl and blood glucose was 576mg/dl at time of incident. Customer states that they got insulin flow block alarm during fill tubing. Customer performed troubleshoot and insulin exited the tubing as well as insulin pump did not alarm for insulin flow blocked. Product will be return for analysis.